Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient on impella 5.5 experienced pain and hematoma at the access site and required washout. Due to ongoing placement signal not reliable alarms, the doctor replaced the impella 5.5 pump

Manufacturer narrative:
B5 updated with clinical narrative. D4 and h4 revised.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 56-year-old female patient presenting with cardiomyopathy. The patient had a history of hypertension, hyperlipidemia, ischemic cardiomyopathy, automated implantable cardioverter-defibrillator (aicd), mitral valve clip, chronic obstructive pulmonary disease, and type ii diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, heparin was on hold and the patient developed a hematoma at the impella insertion site that gradually became larger and more painful, prompting a washout procedure. Hematoma evacuation and washout were performed. The registered nurse reported that the automated impella controller (aic) did not register the purge disc, despite changing multiple cassettes. After switching to another aic, the optical sensor was not reading on the console. Echocardiography was performed to confirm device position, which was found to be appropriate, with flows and motor current within normal limits for the performance level. The device was taken to biomed to be sent back to headquarters for diagnostics. A placement signal not reliable alarm was present; echocardiography again confirmed appropriate position per the managing physician. Flow was no longer reading on the screen, but motor current and purge pressures remained within normal limits. Additional precautions were discussed due to concern about the absence of visible alarms. Data logs from the controller were sent back for maintenance due to the inability to detect the purge cassette. The patient survived to explant.